Manufacturer narrative:
Little information has been received on this event. It was reported that the fractured implant and screws that were explanted were given to the patient. The sales rep for the area was also consulted and reported that the surgeon did not blame the implant on the failure. The sales rep indicated that surgeon thought it appeared to be that the post-op care was not followed by the patient. The manufacturer of the plate and screws (normed) was notified of this event. Additional information has been requested and the investigation is ongoing. If new information is made available, a supplement report will be filed.

Event description:
A medwatch form was received in the mail about an event where a patient had revision surgery on (B) (6) 2010 on her right great toe where a 35 mm mpj plate and 6 screws were removed. The plate and the screws were removed because the plate had fractured. It was also reported that there was a non-union of the great toe. A new plate and screws were implanted at that time. On 6/2/2010, a letter was received from the FDA informing us that a medwatch report was filed.